Event description:
It was reported that the patient experienced a "fluttering" sensation while lying down. The sensation occurred after the patient reportedly went "through a security scanner and did not turn off her ins (implantable neurostimulator)." It was noted that the patient did "not normally feel fluttering, except when turned on her ins after it had been off for a while." Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28 lot# v792970, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. The patient's next appointment was reported to be on (B)(6) 2013.